Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2019-05356. It was reported that when the patient presented remotely via merlin.net, noise was observed on the atrial lead and intermittent noise was observed on right ventricular lead. The noise was reproducible by isometrics on atrial lead. The noise on ventricular lead was reproduced mildly during physiotherapy exercises. The recommended programming changes were made. The patient was stable before, during and after the procedure and will continue to be monitored remotely.